Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and the pacemaker was explanted, while the right atrial (ra) lead and right ventricular (rv) lead were capped. A new leadless device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).